Manufacturer narrative:
Additional information was received providing the device serial number. Therefore, the following fields were initially reported as unknown are now populated accordingly. Section d4: model #: zlb00. Section d4: catalog #: zlb00u0210. Section d4: serial #: (B)(6). Section d4: unique identifier (UDI#): (B)(4). Section d4: expiration date: 7/19/2021. Section h4: device manufacture date: 7/19/2017. Corrected data: in follow-up #1 section h6 three investigation codes, 3331, 4109 and 213 were incorrectly provided as the serial number was unknown at the time of the submission. However, at the time of this follow-up, method codes 3331, 4109 and results 213 are now appropriately provided as the serial number is known. In follow-up #1 results code 3221 should have been provided and not 213 as the serial number was unknown at the time of the initial filing. Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The search revealed one investigation was received for dysphotopsia-halos and glare, dysphotopsia-positive and other issues. No product evaluation was performed for this complaint; therefore, the issue could not be confirmed. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted. H3 other text : placeholder.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Correction: additional information was received during the initial MDR report submission for MFR number: 9614546-2019-01102, however it was inadvertently missed while reporting. Per additional information it was learnt that lens was explanted because of patient experiencing intolerable vision. Unclear vision. Glare all the time. Unable to see distance and computer near vision. There was no patient injury. Patient is feeling much better and vision is stable at all distances after the exchange. Additional information: age/date of birth: (B)(6). Date of event: (B)(6) 2019. Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not confirmed. Manufacturing record review: the complaint history was not reviewed since the serial number is unknown. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided. Model #: is unknown. Catalog #: is unknown as serial number was not provided. Unique identifier (UDI#): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, give date: unknown/not provided. If explanted, give date: explant was scheduled for (B)(6) 2019, however not yet confirmed. Device manufacture date: unknown as serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that surgeon was planning to explant symfony lens from patient¿s operative eye on (B)(6) 2019 due to patient complaint for severe dysphotopsia that was present all day. Multiple follow-ups were made, however the explant has not yet been confirmed, and no further information has been received to date.